Event description:
The customer reported false negative hbsag results on a pt sample. False negative hbsag results could present a risk to public health. There was no report of pt harm as a result of this event.